Manufacturer narrative:
(B)(4). Investigation results: a wallflex biliary stent and delivery system was returned for analysis. The stent was received not deployed. Visual evaluation found that the outer sheath was broken at the guidewire access port. In addition, a small cut on the inner shaft was noted as a result of the customer cutting the guidewire access port with a scalpel. Due to the damage to the guidewire access port, it is not possible to confirm the complaint of guidewire placement difficulty. No other issues were identified during the product analysis. The investigation concluded that the noted damages to the returned device were consistent with excessive force being applied during attempted deployment and are likely due to anatomical or procedural factors, such as tortuous anatomy or maneuvering of the device, which limited the performance of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent rmv was to be used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed (B)(6) 2016. According to the complainant, during the procedure, the guidewire failed to exit the guidewire access port. The physician eventually managed to push the guidewire but the plastic lining of the guidwire got removed. The physician used a scalpel to widened the opening of the guidewire access port. The physician attempted to deploy the stent but it failed to deploy. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was broken at the clear guidewire access port.